Event description:
It was reported that the patient let the implantable neurostimulator (ins) deplete. It was noted that the patient had not used the ins for a couple of weeks prior to (B)(6) 2013. It was reported that the patient had not been charging the ins in that time period.

Event description:
It was reported that it was not possible to adjust the stimulation. Display showing "call your doctor" icon was noted. A power on reset (por) condition was stated. It was also stated that "this action resolved the reported issue." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752 lot# serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).